Event description:
It was reported that four hours post implant, the out of range alert was triggered for high impedance on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 08:47:49. Daily pace lead impedance trend data shows a gradual decrease after implant for ventricular pace bi impedance = 1462 to 950 ohms between (B)(4)-2011.